Event description:
New information received noted that the patient condition was stable.

Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) scan without programming the device into MRI mode. The implantable cardioverter defibrillator (ICD) was then noted to be in backup mode with high voltage (hv) therapies disabled. Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.